Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and mesh was implanted. After the surgery the patient had lasting pain in the groin and buttock with radiating pain to the hip and leg. The patient underwent a reoperation on (B)(6) 2009 and 1strap from the mesh was removed. The pain did not stop. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.